Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("he device is focally fragmented (received in two pieces)"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, ectopic pregnancy, complication of delivery, heart disease congenital, pulmonary valve stenosis, autism spectrum disorder, cholecystectomy in 2005 and mammoplasty. Previously administered products included for an unreported indication: iud in 2007. Concurrent conditions included back pain, shoulder pain, neck pain, macromastia, breast nodule, mammoplasty, benign skin neoplasm nos, depressive disorder, muscle pain, depression, anxiety, diarrhea, heartburn, indigestion, epigastric pain, irritable bowel syndrome, fibrosis and pelvic adhesions. Concomitant products included amitriptyline from (B)(6) 2017, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2017, diclofenac from (B)(6) 2017, docusate sodium (colace) from (B)(6) 2017, hydrocodone from (B)(6) 2017, ibuprofen from (B)(6) 2017 and spironolactone from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue") and pain in extremity ("arm and leg pain"). The patient was treated with surgery (right, salpingectomy, medical device removal) and surgery (on (B)(6) 2017, plantiff underwent one or more surgeries to remove essure coil / salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, dysmenorrhoea, fatigue, alopecia and pain in extremity outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: operation: bilateral reduction mammoplasty, vertical technique. Past surgical history: laparo cholecystectomy/explr (2005), gu/pelvic surgery no (2009) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2017, surgical pathology results showed received in formalin labeled with the patient's name and "a right fallopian tube with essure device" is a fimbriated fallopian tube segment measuring approximately 3 8 cm in length x up to 1 1 cm in diameter. The tube is accompanied by a focally coiled contraceptive device which measures slightly greater than 8 5 cm in length the device is focally fragmented (received in two pieces) received in formalin labeled with the patient's name and "b left fallopian tube with essure device" are two segments of fallopian tube measuring 2 2 and 3 1 cm in length and reaching 06 cm in diameter. The device is focally coiled the longer portion measures greater than 8 0 cm small quantities of adherent pink-yellow to gray-pink tissue/material are noted. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: nausea, abdominal pain, pelvic pain, described device breakage. Most recent follow-up information incorporated above includes: on 22-oct-2018: medical records received. Concomitant disease, reporter information added. Event device breakage was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("he device is focally fragmented (received in two pieces)"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, ectopic pregnancy, complication of delivery, heart disease congenital, pulmonary valve stenosis, autism spectrum disorder, cholecystectomy in 2005 and mammoplasty. Previously administered products included for an unreported indication: iud in 2007. Concurrent conditions included back pain, shoulder pain, neck pain, macromastia, breast nodule, mammoplasty, benign neoplasm of skin, depressive disorder, muscle pain, depression, anxiety, diarrhea, heartburn, indigestion, epigastric pain, irritable bowel syndrome, fibrosis and pelvic adhesions. Concomitant products included amitriptyline from (B)(6) 2017 to (B)(6) 2017, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2017 to (B)(6) 2017, diclofenac from (B)(6) 2017 to (B)(6) 2017, docusate sodium (colace) from (B)(6) 2017 to (B)(6) 2017, hydrocodone from march 2017 to may 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, ondansetron (zofron), proton pump inhibitors and spironolactone from (B)(6) 2017 to (B)(6) 2018. In august 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and pain in extremity ("arm and leg pain"). The patient was treated with surgery (right, salpingectomy, medical device removal) and surgery (on (B)(6) 2017, plaintiff underwent one or more surgeries to remove essure coil / salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and pain in extremity outcome was unknown and the pelvic pain, migraine, headache, nausea, dysmenorrhoea, fatigue and alopecia had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: operation: bilateral reduction mammoplasty, vertical technique. Past surgical history: laparo cholecystectomy/explr (2005), gu/pelvic surgery no (2009) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2009: total bilateral occlusion on (B)(6) 2017, surgical pathology results showed received in formalin labeled with the patient's name and "a right fallopian tube with essure device" is a fimbriated fallopian tube segment measuring approximately 3 8 cm in length x up to 1 1 cm in diameter. The tube is accompanied by a focally coiled contraceptive device which measures slightly greater than 8 5 cm in length the device is focally fragmented (received in two pieces) received in formalin labeled with the patient's name and "b left fallopian tube with essure device" are two segments of fallopian tube measuring 2 2 and 3 1 cm in length and reaching 06 cm in diameter. The device is focally coiled the longer portion measures greater than 8 0 cm small quantities of adherent pink-yellow to gray-pink tissue/material are noted. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: nausea, abdominal pain, pelvic pain, described device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : onset date of event was updated. Concomitant medications were added. Outcome of event nausea, pelvic pain, dysmenorrhea, hair loss, fatigue, migraine, headache were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, ectopic pregnancy, birth defects, heart disease congenital, pulmonary valve stenosis, autism spectrum disorder, cholecystectomy in 2005 and mammoplasty. Previously administered products included for an unreported indication: iud in 2007. Concomitant products included amitriptyline from (B)(6) 2017 to (B)(6) 2017, cyclobenzaprine hydrochloride (flexeril) from (B)(6) 2017 to (B)(6) 2017, diclofenac from (B)(6) 2017 to (B)(6) 2017, docusate sodium (colace) from (B)(6) 2017 to (B)(6) 2017, hydrocodone from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017 and spironolactone from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue") and pain in extremity ("arm and leg pain"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent one or more surgeries to remove essure coil / salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, dysmenorrhoea, fatigue, alopecia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-aug-2018: pfs received - new events "migraines, headaches, nausea, dysmenorrhea (cramping), fatigue, hair loss, arm and leg pain" were added. Historical and concomitant conditions and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent one or more surgeries to remove essure coil.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.